Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-suer at time complaint was filed: date: (B)(6) 2013, patient inratio: >7.5, >7.5, nurse inratio: 3.2, reference: 11.0. Patient inratio and reference results are above 5.0. These were not considered discrepant within the context of the documented variability for inr testing. However, the difference between nurse inratio meter and reference result had greater than 2.2. These results are considered inaccurate. In-house therapeutic donor testing has been performed on reported lot #296799 on (B)(4) 2013. Results as follows: donor: (B)(4), inratio: 1.8, 1.8, 1.6, reference: 1.63, bias threshold: 1.13 - 2.13, %cv: 6.66, donor: (B)(4), inratio: 2.9, 2.8, 3.0, reference: 3.43, bias threshold: 2.43-4.43, %cv: 3.45. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the nurse data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(6) 2013, (B)(4) discrepant result complaints were reported for lot# 296799 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: customer is a new patient self tester being trained on the inratio meter for the first time. Trainer observed that the patient had bruising prior to testing on the inratio meter. Date: (B)(6) 2013, inratio: >7.5, re-test: >7.5, nurses inratio: 3.2, lab: 11.0. Re-test was performed 2 minutes later. Time between visiting nurse and trainer tests could not be provided. Lab draw performed at 1:10pm. Inratio >7.5 value was obtained from a finger that was previously pricked (for a prior test) and the sample was applied via cap tube. Patient self tester tested again on a different finger and applied the sample directly to strip (>7.5). The lot number/serial number of the nurses meter could not be provided. Therapeutic range: 2.0-3.0.